Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The pacer was received with normal telemetry and battery voltage at eol. Device was cut open to enable further testing and high current drain on hybrid was noted. Further analysis was performed, and an integrated circuit anomaly was found to be the root cause of high current drain and premature battery depletion. Assessment of total projected longevity was performed, and premature battery depletion was noted. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product passed all quality control tests prior to its distribution.

Event description:
It was reported during remote follow up that the pacemaker exhibited premature battery depletion. The device was explanted and successfully replaced. The patient was stable and asymptomatic.